Event description:
A 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent was deployed in to a pt. The target lesion located in the rca # 3, was described as severely calcified with 90% stenosis and was predilated. During the procedure, two other endeavor rx drug-eluting coronary stent were implanted in the rca #2 prox (MFR report # 2953200-2010-00404) and in the rca # 2 distal (MFR report # 2953200-2010-00405). It was reported that insufficient expansion of the stent was suspected by ivus but the physician decided to complete the procedure with no post dilatation of the stents due to the presence of severe calcification. However 18 days post procedure, sat was confirmed at rca # 2. Pci was performed. The pt is reported to be fine and no other sequelae were reported. The physician commented as follows: "it is likely that the stents were not sufficiently dilated due to calcification."

Manufacturer narrative:
(B) (4). (Secondary intervention: pci) - evaluation results: severe calcification; post dilatation of the stent was not performed; st.